Manufacturer narrative:
H6 updated. The investigation is still ongoing.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information from the complainant reports the device was discarded.

Manufacturer narrative:
Corrected information were provided in d3, and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of pd-anticontamination sleeve-(separation, torn) was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that the anti-contamination sleeve of an impella 5.5 became detached from the blue suture hub. It was reported that tegaderm was applied around the detached sleeve to maintain sterility. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of reporting, the patient continues to be supported by the impella 5.5.